Event description:
Imprecise phenobarbital (phno) results were obtained on qc and patient samples run on the toshiba accurate analyzer. It is unknown if patient results were reported to the physician. The account complains of imprecison with the recovery of calibrator bottle values. It is unknown if patient treatment was altered or prescribed on the basis of the imprecision with the phno assay. There was no report of adverse health consequences as a result of the imprecise phno results.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed in internal studies that lot e6 of emit 2000 phenobarbital assay exhibits increased imprecision and outliers on a variety of clinical analyzers. Siemens issued an urgent medical device recall, communication # 13-62 in august, 2013 to recall emit 2000 phenobarbital lots, including e6. Customers were instructed to discontinue use of the affected lots and were offered a no charge replacement of an alternate lot.

Manufacturer narrative:
Original MDR was submitted 09-03-2013.siiemens healthcare diagnostics has identified the root cause of the imprecision and implemented corrective and preventive actions. It has been determined that aggregation of glucose-6-phosphate dehydrogenase (g6pdh) antibody caused the imprecision. Siemens healthcare diagnostics has qualified the removal of the g6pdh antibody from the reagent, validated, and implemented the change.